Event description:
The customer stated falsely elevated results have been generated on the architect stat troponin-I assay. A patient generated an initial result of 75 ng/l (cut-off 40 ng/l). The sample was retested and analyzed on the I-stat with a correct result of <20 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.